Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 12 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 06:47am he obtained results of "123, 124, 204, 98, 106, 102mg/dl" on the subject meter, performed more than 20 minutes after each other, therefore cannot be considered a valid comparison for precision. The patient currently takes "micardis plus, amiodarone, amlodipino and gleglucon". The patient reported that "one day" after the alleged inaccuracy occurred he developed symptoms of "dizziness and shaky" and that he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event, after the alleged meter issue occurred.